Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the device alarmed motor error during basal. The customer's blood glucose was between 100 mg/dl and 150 mg/dl. The customer has back-up plan. Nothing further was reported.